Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they went through airport security in (B)(6) 2016 and they had a manual pat-down, but got too close to "the machine" and it caused them to lose therapy. It was noted as a sudden loss of therapy. They manufacturing representative (rep) had to "recalibrate" the device and it took 3 years of the life out of the implantable neurostimulator (ins) battery. Their healthcare provider (hcp) is going to provide the patient a letter that they can give to airport security. The ins was indicated for gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they started feeling the loss of therapy due to the security monitors when they went through security about (B)(6) 2016 and started feeling worse enough to call their doctor about (B)(6) 2017. The patient stated that on (B)(6) 2016 ¿(2 think)¿ the patient¿s device was recalibrated via conference call. It was also noted that there were no steps to ¿fix¿ the 3 years. The patient just had their unit recalibrated again on (B)(6) 2017. The patient¿s loss of therapy has not been resolved. The patient had started taking IV fluids as needed because they could not get enough fluids. Additional information received also reported that the territory was vacant at that time so it was not possible that a manufacture representative interrogated the patient¿s device.